Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing lead impedance measurement greater than 2,000 ohms which resulted in activation of the lead safety switch (lss) feature. Subsequently, the patient underwent a revision procedure where the rv lead was tested through pacing system analyzer (psa) and confirmed noise and high impedance on ring to pocket configuration. This rv lead was surgically abandoned and is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). All available information indicates that the right ventricular (rv) lead is no longer in service and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.